Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (there was no information about insertion site). The patient experienced hypoglycemia (there were no specific symptoms reported) and did not get any warnings for low cgm as the cgm was reported inaccurate. At an unspecified time of the event, the blood glucose reading was 1.5 mmol/l and there were no specific cgm values reported then. The patient´s wife called an ambulance, and the paramedics treated the patient with glucose. The patient was not taken to the hospital and at the time of the report the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.